Event description:
It was reported that an unspecified quantity of clearlink y-type cath ext sets were leaking. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.